Manufacturer narrative:
Calibration and qc data did not indicate an instrument related problem. The field service representative did not find a cause but he aligned the sample probe with the sample cup position as a corrective action. Assay performance testing was within acceptable range. No product problem was identified. The investigation could not determine a root cause.

Manufacturer narrative:
Service checked the instrument on 21-nov-2018 and adjusted the centering of the sample tip when it is in the sampling position. It was determined that the pinch valve tubing was replaced 4 months prior to the issue, and is outside of the specified replacement schedule. A pre-analytical issue cannot be excluded. The investigation is ongoing.

Manufacturer narrative:
The customer changes pinch valve tubing every 2 months. Pinch valve tubing was last replaced prior to the event on (B)(6) 2018. The customer uses rack adapters with 13 mm sample tubes.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 23484 u/l with a data flag. This result was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated and the result was 67438 u/l. The original result was corrected to the repeat result. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 284292. The expiration date was not provided. During a review of the customer's calibration and qc data, no instrument related issues were identified. No issues were identified during a review of the alarm trace data.